Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - cath lab coordinator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00417.

Event description:
The user facility reported that femoral access was gained for the coronary intervention. After the procedure a vascade was used but did not take. Then two 8fr angio-seal devices were utilized and closure was achieved. While the patient was in recovery there was bleeding at the access site. Manual pressure was applied to achieve hemostasis. The patient was in stable condition. It is unknown if there were any other devices or equipment used with the reported product. Additional information was received on 25jun2021. Both angio-seal devices were used during the procedure.